Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported there was no patient involvement at the time the issue was discovered. It was also reported that the customer was using a 1st generation light crystal display (lcd). The remote service engineer (rse) provided the customer with the part number of the 2nd generation lcd for the customer to upgrade. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.